Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 100 ohms, loss of capture (loc) and electrogram noise. The physician programmed the device to atrial only therapy as the patient had an underlying rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.